Manufacturer narrative:
(B)(4). Analysis of the tunneler, product #3755, found an anomaly out of box. There were damaged threads on the end of the tunneling rod, which caused resistance when adding or removing the tip. Result refers to the tunneling tool.

Event description:
It was reported that when the nurse removed the tunneling tool and attempted to screw on the tip to the tunneler there was some resistance and more difficult to screw on. The resistance was noted prior to use on patient; the tunneler was opened prior to the case and removed from the field prior to the case. The threading appeared to be aligned properly. A new tunneling tool was opened.